Event description:
It was reported that the right ventricular automatic threshold (rvat) values exceeded the programmed output, setting off an alert. After consultation with technical services, the device was set to operate at 2.5v@ 0.4ms, although recent thresholds varied between 3.4v and 4.5v. The next step involves bringing the patient in for lead testing and noise evaluation. To date, no noise-related events have been recorded. The device is still active and implanted, with no reported adverse effects on the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).